Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that the device was at recommended replacement time (rrt) and had premature battery depletion. It was noted that the device had high left ventricular outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.